Manufacturer narrative:
Additional manufacturer narrative: reported event: an event regarding patient factors involving an unknown insert was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: adverse event identified: infection after distal femoral resection and reconstruction for high grade soft tissue sarcoma. Ongoing complaints of pain swelling and difficulty with bending the knee after walking with walker. Hazards: none related to implant. Conclusion of assessment: the patient had a high-grade soft tissue sarcoma. There was a wide resection that included a large amount of soft tissue and 300 mm of bone. There was a postoperative infection that necessitated two I and d procedures and exchange of the distal femoral construct. There have been no obvious recurrence of the infection or the tumor. The patient was placed in hospice and may now have a secondary tumor in the opposite side. This was a very high -risk case and one with a very high risk of infection. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: it was reported that the patient suffered from pain and swelling after revision surgery on (B)(6)2020. Hematoma or phlegmon in the proximal thigh was reported. It was also reported that the patient had a secondary tumor in the opposite side. Clinician review revealed that no hazard related to implant was noticed. The patient had a high-grade soft tissue sarcoma. There was a wide resection that included a large amount of soft tissue and 300 mm of bone. There was a postoperative infection that necessitated two I and d procedures and exchange of the distal femoral construct. There have been no obvious recurrence of the infection or the tumor. The patient was placed in hospice and may now have a secondary tumor in the opposite side. This was a very high -risk case and one with a very high risk of infection. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: unknown axle; unknown tibial rotating component; 64813112, mrh tibial b/plt keel med 2, h773p; 64853111, mrs fem stem w/o body 11x127mm, 182326b; unknown distal femoral component; unknown bushings and bumper; 64956200, gmrs extension piece 200mm, ar23y; 64786605, ti dur reg fluted stem 11x80mm, 0046835; 6215-5-001, small howmedica bone plug 1pk, cppup10bf; 6191-1-001, simplex p full dose 1 pack, rka185. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient stated he a right tka on (B)(6)2020. The patient had an I&d performed in early (B)(6) and another one on (B)(6). Patient has been experiencing pain, his leg gets hot, he can't bend his leg after using his walker, he is experiencing swelling below the knee, feet and toes. He states that he is getting worse.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient stated he a right tka on april (B)(6) 2020. The patient had an I&d performed in early (B)(6) and another one on (B)(6). Patient has been experiencing pain, his leg gets hot, he can't bend his leg after using his walker, he is experiencing swelling below the knee, feet and toes. He states that he is getting worse.